Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified connection issue between the patient connector of a peritoneal dialysis (pd) transfer set and the titanium adapter. This was observed during use of the devices for pd therapy. There was no allegation against the titanium adapter and remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.